Event description:
Fractured suprarenal meridian inferior vena cava (ivc) filter discovered at the time of explant. Patient came in to have ivc filter removed. Film imaging of the filter, taken prior to explant procedure, showed possible fracture of one filter arm. The filter appeared to have moved caudally slightly with filter legs in the left renal vein origin. The fractured arm along with the remainder of the filter was removed without incident.